Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a high-energy treatment tool (high frequency, etc.) That was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: pcf-h290zi operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Pcf-h290zi operation manual: chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt plastic distal end cover. There was no patient involvement.